Event description:
Upon completion of a surgical procedure, the circulating nurse noted an incorrect sponge count. An x-ray failed to confirm the presence of a sponge in the surgical site. The dr decided to reopen the pt, at which time the missing sponge was located and removed.